Event description:
Additional information was received from the patient (pt). Pt said the device status was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reported that their ins was explanted sometime around 2011 or 2012 because it was no longer providing them relief after they had a fusion done in 2010. Additionally, caller explained that the neurosurgeon that did the fusion procedure "messed up" and one of the screws were hitting their spinal cord. Caller stated that the ins was explanted but the lead had not and still remained implanted. Caller inquired about MRI compatibility and stated that they had multiple MRI's of their lumbar region in the past with the abandon component and questioned why they were cleared for the MRI. Agent reviewed MRI compatibility. Caller also commented that their back was messed up and they needed an MRI of their back.